Manufacturer narrative:
Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.6 - 4.0 inr). Qc 1: 3.0 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 7%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4) using test strip lot number 34521511 and coaguchek xs meter serial number (B)(4) using test strip lot number 36888011. This medwatch will apply to coaguchek xs meter serial number (B)(4) using test strip lot number 36888011. Please refer to the medwatch with patient identifier (B)(6) for information related to coaguchek xs meter serial number (B)(4) using test strip lot number 34521511. A sample from the patient was tested using meter serial number (B)(4) (test strip lot 34521511), resulting with a value of 5.8 inr. Within one hour of meter testing, a sample from the patient was tested in the laboratory using a siemens sysmex ca-1500 analyzer with dade innovin reagent, resulting with a value of 3.2 inr. At 11:35 a.m. On (B)(6) 2019, a sample from the patient was tested using meter serial number (B)(4) (test strip lot 34521511), resulting with a value of 6.3 inr. At 11:35 a.m. On (B)(6) 2019, a sample from the patient was tested using meter serial number (B)(4) (test strip lot 36888011), resulting with a value of 6.2 inr. Approximately 1 hour after the performed meter tests on (B)(6) 2019, a sample from the patient was tested in the laboratory using a siemens sysmex ca-1500 analyzer with dade innovin reagent, resulting with a value of 4.37 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The reporter's product was requested for investigation and replacement product was sent to the reporter.